Event description:
It was reported that a cartridge did not fit onto the pump. Customer¿s blood glucose level had no adverse impact. Customer declined troubleshooting therefore no additional product or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.